Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the pump occurred external flash crc error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. The product will be return for analysis.